Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the synergy xd 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with struts pulled distally and lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent fracture occurred. The patient presented with coronary artery disease (cad). A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noticed that the stent struts broke. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent fracture occurred. The patient presented with coronary artery disease (cad). A 3.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and it was noticed that the stent struts broke. The procedure was completed with a different device. There were no patient complications nor injuries reported.